Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation it was found that the motor housing was damaged and the sockets and electrical components were corroded. The corroded socket is the probable cause of overheating due to increased friction.